Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12mar2020.

Event description:
The field service engineer (fse) reported that during installation of the battery. The battery charging led is flashing red when it should be yellow. The field service engineer (fse) was able to verify the reported problem. The fse reported that the unit was not in use on a patient. The fse ordered a replacement battery to address the reported problem.

Manufacturer narrative:
G4: 04may2020. B4: 19may2020. Failure analysis on the returned v60 ventilator shows that the customer complaint is verified. The battery led (light emitting diode) is colored red rather than amber. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.